Event description:
During review of the event history log, a baxter (B)(4) technician found a colleague infusion pump experienced failure code 808:07, which interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse reaction in association with this event. No additional information is available. This involved a colleague p1.5 infusion pump with a user interface module software version of 5.08.92.

Manufacturer narrative:
(B)(4). The condition of a colleague infusion pump with failure code 808:07 was discovered and confirmed in the pump's event history by a baxter service technician. The root cause of this condition was assigned to a defective channel a pump head module. The pump head module was replaced to correct this condition. A 510k number will not be provided in the emdr as this product is manufactured for distribution outside of the u.s. And does not have a 510k number. However, it is being reported because it is same as or similar to product distributed within the u.s. Should additional information be received, a follow-up medwatch will be submitted.